Event description:
It was reported that in 2003 the pt had two taxus express2 drug eluting stents implanted in the mid-lad, (3.0 x 24mm and 3.5 x 20mm) because of occlusion in the vessel. The procedure went well; the angiographic result was fine. On discharge from the hosp the following day, the pt was placed on plavix 75mg per day for 6 months. The following month, the pt presented to their local hosp with acute chest pain. Two days later, they were referred to another facility. They were treated with agrestat, although it is unclear when that treatment was started. Angiography revealed two occluded taxus express2 stents. The physician then did an ivus study and found that both stents were slightly under expanded. At the distal end of the distal stent, a small calcified plaque and a small misformation of the stent were noted. The occlusion was dilated with a 4.0mm balloon. A flexmaster stent was placed to align with the distal taxus express2. The pt was discharged the next day in very good condition. Same case as manufacturer's number: 6000089 2003 00689.